Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the surgeon measured nail length and ended up appearing to protrude into the knee joint when examining under fluoroscopy. The surgeon did not elect to remove nail and exchange for a shorter nail. The surgeon anticipates that the location of the protrusion in the knee will not bother the patient and decided to leave the nail. There was no surgical delay reported. The procedure outcome was unknown. There was a patient consequence of distal end of proximal femoral nailing system (tfna) protruding into knee joint space. This complaint involves one (1) device. This is 1 of 2 for report (B)(4).